Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument involved with the complaint to perform failure analysis. The instrument was analyzed and found to have a bent grip, causing misalignment of the grips. There was a 0.035" offset at the tips, and there was no cracking damage to the grips. The components adjacent to the bent grip did not show any damage. Additionally, the clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed the engagement and was able to retain the clip but could not apply the clip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the medium-large clip applier instrument were not even, rendering it unable to take the clips for use. The procedure was completed as planned with no reported injury.